Event description:
On (B)(6) 2020, I was diagnosed with chronic lymphocytic leukemia. In hindsight, I probably had it for over a year before it was diagnosed. I started using my philips dreamstation (CPAP) in 2015 and have used it every night since. I have no idea if it might have caused or perpetuated my condition but, since the device is being recalled due to the foam seals degenerating and ending up in the lungs of the users, I figured that I need to document it here. FDA safety report ID# (B)(4).